Manufacturer narrative:
Follow up information received from the customer on (B)(4) 2016 stated that no further touchscreen issues had been experienced. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since receiving the pump, the touchscreen has been intermittently unresponsive. The customer's blood glucose (bg) level was not impacted by this issue. In addition, the customer also reported having experienced elevated bg levels ranging from 250 to 500 mg/dl since starting on the pump. The customer felt that bg levels were due to pump settings and is currently working with the healthcare provider to fine tune pump settings. At the time of the call, the customer's bg level was 176 mg/dl.